Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the reload had not been fired. No abnormalities were noted. The photograph did not clearly show the lack of or presence of staples. Physical inspection and functional testing could not be completed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the cartridge had no staple inside the jaw (was empty without any staple). The scrub nurse found about it out before passing the device to the surgeon, and the cartridge was changed to a new one.